Manufacturer narrative:
During power up, the unit displayed an "insert battery" error message even after a new battery was inserted into the battery compartment. After further review, there is corrosion around the battery connectors, on the keypad flex cable, and on the back of the lcd screen. Unable to perform the displacement, and self tests due to the unit's inability to power up. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and water damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.